Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events alleged. A mfg review was performed and did not find evidence of a mfg related cause for the alleged event. A mesh sample is being provided to the doctor for reactivity response testing. When/if the results of the reactivity testing are provided to davol, a supplemental MDR will be submitted.

Event description:
The following was reported to davol: it was reported that in 2005 the pt was implanted with a bard perfix plug. Contact reports that the pt had several constitutional problems and a skin reaction for a long time. Symptoms have increased and the doctor would like a sample for reactivity testing to determine if the pt may be allergic to polypropylene. No surgical intervention has been reported to date.